Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation revision with 650cc mentor memorygel breast implants and experienced a painful rupture possibly caused by mammogram on the right side postoperatively. The rupture was confirmed with an MRI and a physical examination. As a result, the patient is scheduled to undergo device removal on (B)(6) 2020.

Manufacturer narrative:
Additional information: on december 9, 2020, the mentor failure analysis lab received the device for evaluation. On december 22, 2020, the product investigation was completed. Device investigation summary: during the visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed on the edges of the rupture, consistent with shell abrasion. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on november 17, 2020, mentor became aware that the patient underwent device removal and replacement with 750cc mentor memorygel breast implants, catalog number 3507504bc, serial numbers (B)(6) on the right side and (B)(6) on the left side on (B)(6) 2020. Manufacturer's reference number: (B)(4).